Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number fcwl10019. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be likely manufacturing related as all catheters are flushed with air 100% prior to packaging. It is unknown if procedural issues contributed to the event.

Event description:
It was reported that the recanalization catheter broke near the hub during use in the sfa. Reportedly, the catheter did not break into two separate segments. The catheter was retracted without incident. Another recanalization catheter was used to complete the procedure. There was no injury to patient.